Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a colectomy, the device was not easily removed from the tissue after firing. When the tissue was resected, it was found that the inside tissue was damaged. The blade had not cut the tissue and staples and the tissue had torn. An additional ileostomy was performed. The last known patient status is stable.

Event description:
According to the reporter: the surgeon did the ileostomy because of the product problem. The ileostomy is temporary.

Manufacturer narrative:
(B)(4). Additional information: according to the reporter, surgery time was extended over thirty minutes due to the product problem. To correct the condition, the surgeon resected stapled place and did an ileostomy. The stapler cut all of the tissue, but some staples were not cut by the blade on the device. The device fired fully - the instrument handle was fully squeezed so that the metal underside of the handle did contact the stapler body to the fullest extent. The device was also applied over a previous staple line. Post market vigilance (pmv) led an evaluation of two photos and one device. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. A microscope examination of the device displayed nicks on the knife blade. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely despite the noted knife blade damage and the pushers advanced.